Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issue noted on the device analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entanglement occurred. During a percutaneous coronary intervention, an opticross imaging catheter was selected for use. After observing the lesion on the pre-intravascular sonography. The device was attempted to be removed, however, the guidewire was entangled at the guidewire exit port of the device. The device and the guidewire were removed together from the patient. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guidewire entanglement occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected for use. After observing the lesion on the pre-intravascular sonography. The device was attempted to be removed, however, the guidewire was entangled at the guidewire exit port of the device. The device and the guidewire were removed together from the patient. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.